Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation, because the device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the approx. Implant date was (B)(6) 2019, first broken screw found at 6 mo post op visit then a 2nd screw found at 13 mo post op.